Manufacturer narrative:
(B)(4). Investigation summary: bd received 31 samples from the customer for investigation and 4 photos of the samples were presented to the manufacturing site . The photos were reviewed and the customer¿s indicated failure mode for ink smear with the incident lot was observed. The photos were evaluated by visual examination and the indicated failure mode for ink smears with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with 3 bd vacutainer® buffered sodium citrate 0.4 ml /0.129m blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: black foreign matter was discovered on tubes when customer sent in for non reportable occurrence.